Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the packaging process. Photo of packaging received. Upon visual inspection of the picture, it appears that the blister is damaged at one of the corners, the damage appears to have been caused by the instrument hitting a hard surface. However, no conclusion could be reached as to the origin of the reported event as the device was not returned for analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Was sterility compromised as a result of the packaging damage? Please see an image of the problem to clary your questions. It was also reported by the sales rep. That the sterility was compromised.

Event description:
It was reported that during a gastric septation procedure, it was noted that the secondary packaging was faulty (damaged) and the product sterility committed. Therefore, the product was not used in the surgery and it was replaced. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.